Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on 02/08/2016. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found no physical damage was noted. A review of the platform was performed and user advisory (ua) (discrepancy between load 1 and load 2 too large) was observed on the date of the reported event of (B)(6) 2016. During functional testing "ua7" was observed upon power up. Load cell characterization test was performed and load cell module 2 was noted to be over reporting. Based on the investigation, load cell module 2 was replaced. In summary, the customer's reported complaint of autopulse displaying user advisory 7 was confirmed during archive review. However, the reported ua 45 was not confirmed. The root cause for ua 7 was determined to be an over reporting load cell module 2. After the load cell was replaced, the platform passed all final testing criteria.

Event description:
The customer reported that during patient use, the autopulse platform displayed user advisories (ua) 7 (descrepancy between load 1 and load 2 too large) and 45 (not at "home " position afer power-on/off). The user performed troubleshooting by resetting and rotating the drive shaft to the home position and by replacing the lifeband. However, the error messages could not be cleared. The customer did not provide any additional information.